Manufacturer narrative:
The technician found the head motor plug was not fully seated into the control box. He reseated the head motor plug to repair the bed.

Event description:
The account alleged, the head of the bed is not going down.